Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the load process of a new cartridge on the pump. There was no reported impact to the customer¿s blood glucose level. Tandem technical support confirmed the alarm and decided to replace the pump with one that includes updated software. The caller was informed about using multiple daily injections as backup therapy to ensure insulin delivery, instructed on how to store the old pump, and advised to program settings and connect their continuous glucose monitor to the replacement pump. A replacement pump was sent, and the caller was instructed to return the faulty pump to avoid being billed.